Event description:
Patient presented to the physician with what appeared to be a seroma around the generator. Physician aspirated the site and a culture was taken. Culture returned with presence of bacteria. Physician placed the patient on IV antibiotics. Physician brought the patient into the or two days later and observed an abscess. Physician removed the ipg and washed the pocket with betadine. Physician placed the leads in an antibacterial envelope for protection.

Event description:
Patient wanted to resume therapy and physician agreed to implant a new ipg. Upon opening the chest incision the physician observed that infection was still present in the ipg pocket. Physician removed the remaining components, the stimulation and sensing lead, and closed.